Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self-test. Unit was successfully downloaded using thus for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly, however, damage to the retainer ring was noted. Pump was cut open to perform visual inspection and moisture damage found on the pcba 1 and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, label damage (stained serial number label and faded end cap address label) and cracked retainer. No communication pump to transmitter (unresolved) was not confirmed. Retainer ring damage confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1712k. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device was returned for analysis.